Manufacturer narrative:
(B)(4). The analysis results showed that one ec45 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device fired fine, but the knife did not retract. The surgeon tried to open the device several times with the manual release but the device did not open. The surgeon pulled the device open using the closing and firing handles and removed the device from tissue. There was no tissue damage to the patient. The case was completed with no patient consequence.